Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that nbp measurement reading was too high. There was no report of patient harm.